Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was repositioned. The patient was doing well postoperatively and the device remains implanted and in use.

Event description:
The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was repositioned. The patient was doing well postoperatively and the device remains implanted and in use. Additional information was received that the patient had an issue with location if the pocket site.